Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B) (6) 2009. The pt had at least two large fibroid tumors and an enlarged uterus. The uterus was de-vascularized, but not detached from the cervix. During morcellation of the largest fibroid (8.7cm) the morcellator penetrated through the fibroid and through the left iliac artery and made a partial transection through the left ureter. Profuse bleeding was noted. The surgeon converted to an open procedure. A vascular surgeon arrived promptly to repair the artery with patch angioplasty and a urologist arrived promptly to repair the ureter with primary end-to-end anastomosis and stenting. The pt lost two liters of blood and was given four units red blood cells, two units cryo, one unit platelets and crystalloids. The pt was discharged one week later. The pt is home in stable condition.

Manufacturer narrative:
(B) (4): conclusion: the instructions for use state that it is "contraindicated for use on vascularized tissue and as a dissecting tool. (Ovaries, fallopian tubes, myomata and other structures must be devascularized and dissected before morcellation.)